Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient had a device replacement about three months ago. The patient had a fall, which caused his pocket to open and later become infected. As a result, a revision procedure was performed, wherein the whole system, of which this right atrial (ra) lead was part of, was explanted. No additional adverse patient effects were reported.